Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the hcp thought the system was broke. The only info the hcp had was that the patient went to go stretch and heard a snap or pop. No symptoms or further complications were reported.